Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the hospital. Upon investigation the device exhibited backup vvi operation. The device was explanted and replaced without any complications.